Event description:
Boston scientific received information that this power brick was hot to the touch. The power brick was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Detailed analysis confirmed the power brick had no power when connected to an external source. Analysis concluded that the lack of power was due to excessive heat.

Manufacturer narrative:
Initial laboratory analysis confirmed the power brick was deformed due to excessive heat. Analysis of the returned product is currently ongoing. This report will be updated when analysis is complete.